Event description:
The caller reported that the indicated battery charge of the pump dropped suddenly, causing an unexpected shutdown and resulting in high blood glucose (bg) levels of 630 mg/dl. The customer had high ketones but no injuries were caused, and healthcare professional did not deem the ketone levels as dangerous. Insulin was administered via a manual injection to initially address bg. The customer was subsequently admitted to the emergency room, where the hospital staff administered intravenous fluids of saline and insulin with potassium to treat bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.